Event description:
It was reported that a fatigued patient presented in clinic. The left ventricular lead had dislodged and exhibited loss of capture. The physician was unable to reposition the lead due to stenosis. The lead was explanted and replaced on 9/11/2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.